Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting the patient in the lips with 1 ml of juvéderm® volift¿ with lidocaine. The patient presented ¿hard inflamed nodules¿. The status of the event is unknown.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "hard inflamed nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported events are addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting the patient in the lips with 1 ml of juvéderm® volift¿ with lidocaine. The patient presented ¿hard inflamed nodules¿. The status of the event is unknown.